Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of device went from fill 1 to initial drain was neither confirmed in the device logs nor duplicated during the pal evaluation. The device passed the homechoice return instrument test / evaluation (rite), functional and electrical tests and was functioning within specification. A short simulated therapy was performed and completed successfully. A cause for the reported issue was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the reported difficulty. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report that the homechoice (hc) machine went from fill back to initial drain cycle during fill 1 (patient connected). Per initial report, the technical service representative (tsr) arranged a swap of the hc machine for this issue. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the reported issue, it was revealed that the issue was resolved. The cg added that the hp had received another hc machine and is continuing therapy without further issues. Per cg, hp did not have any injury or harm as a result of this incident. No further information was provided.